Manufacturer narrative:
(B)(4). The device was returned for evaluation. Due to the customer indicating that an unknown chemo drug has been infused into the device, visual inspection was conducted through the zip lock back that the device returned in under a fume hood. Visual inspection observed solution in the drip chamber and also in the tubing just below the drip chamber. Further functional testing was unable to be completed due to customer indicating that the device was contaminated with chemo drug. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink paclitaxel set would not prime. The reporter stated the drip chamber would fill, but no medication would flow into the tubing. This occurred during priming of the line with a cytotoxic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.